Manufacturer narrative:
A2 age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After the 4mm wolverine cutting balloon ruptured, a 5.0 x 200mm, 90cm ranger drug-coated balloon catheter was used for pre-dilation. However, the balloon ruptured as well during initial inflation at 6 atmospheres for 20 seconds. The device was removed without any problems, and the procedure was completed with a different device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.